Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid circumflex (cx) artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 2.5x15mm xience v stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.